Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown tibial tray, unknown bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06443. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right partial knee procedure. Subsequently, the patient was revised to a total knee due to pain and loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient was revised due to tibial loosening.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right partial knee procedure. Subsequently, the patient experienced pain approximately three months post-implantation. The patient was revised to a total knee due to pain, stiffness, and loosening. No additional patient consequences were reported.